Manufacturer narrative:
Study event. A review of the finished device lot history record (lhr) did not reveal any non conforming material reports (nmrs) which could have contributed to this complaint.

Event description:
Device malfunction - none. Symptoms ae-stroke. Time of symptoms ae - 21 days after the procedure. It was reported that the patient showed symptoms of a stroke 21 days after the procedure. The neurologist states that the cat scan of the brain showed that there has been a stroke in the white matter on the left side in the parietal area and the posterior limb of the internal capsule. No other new complaints. Overall condition is improving with mild incoordination of the right hand. No additional information available.